Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Pt's nurse practitioner contacted dexcom technical support on (B)(6) 2011 to report that pt experienced inaccuracy in cgm values during an extreme low (cgm 90 mg/dl, bg 17 mg/dl). Nurse practitioner reported that she gave pt glucagon to treat his low. Dexcom technical support attempted to contact both the pt and his nurse practitioner for f/u, but was unable to reach them.